Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that when they increased stimulation on both leads the patient did not feel any stimulation on the 8-15 lead. An impedance check found that all electrodes on the 8-15 lead were greater than 10000. The patient had a return of pain and difficulty walking. A revision was planned. Further information received stated that during the revision the physician found a tight suture at the base of the anchor of the lead that was not working. This created an acute angle that eroded away or broke through the outer coating of the lead creating a lead fracture.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.